Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, insulin was observed inside the cartridge housing and the patient experienced hyperglycemia with a reported maximum blood glucose of 328 mg/dl and alerts for sustained levels above 300 mg/dl, and the event was associated with a leaking cartridge and subsequent troubleshooting and education to dry the housing, rewind, and complete a proper supply change with guidance to avoid overfilling. Symptoms included elevated blood glucose without loss of consciousness or other acute clinical effects. Outcomes included temporary interference with daily activities that required assistance from a family member and manual insulin administration of 10 units, without emergency care or hospitalization. Investigation included customer service troubleshooting, review of user technique, and confirmation of resumed therapy after a guided supply change. Investigation of this case revealed evidence of insulin leakage within the cartridge housing and user overfill risk that could allow the plunger to exit the cartridge bottom. It was concluded that the hyperglycemia was related to interrupted insulin delivery due to leakage and that user technique contributed, with risk mitigated through education and proper cartridge filling and installation.